Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the clip fell and got caught in the mechanism. It did not clip then additional clippers were consumed. The surgeon was able to squeeze the handle, but the clips were able to load properly into the jaws of the device. There was no patient injury.